Manufacturer narrative:
The device was returned to regional service center for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of light guide bundle. The cause of the light guide bundle failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the back end of light guide bundle creased and damaged and there was a defect in the light guide cover glass. There was no patient involvement.